Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0vgl2, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported stim in wrong location. Stimulation was in the legs. This was considered a sudden change in therapy/symptoms. The patient had not contacted representative or doctor. Event date: (B)(6) 2015. The patient was implanted yesterday. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.